Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the lead site. As a result, the patient was hospitalized for surgical intervention and administered oral antibiotics to address the issue, the system remained implanted. It is unknown which lead is related to this issue.